Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection, erosion and purulent discharge with sepsis. The company representative confirmed that the patient had a chest sunburn post-implant with blistering and area was treated with hydrogen peroxide. A revision was performed and the rv lead was explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead will not be returned.